Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user mishandling or accidental manipulation of device, plunger inadvertently depressed/deployed (step 2) causing the posterior needle tip to ejected from the posterior needle shank during insertion. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional cerebral aneurysm coil embolization procedure with a 6f sheath. Reportedly, the suture was not attached to the needle when the plunger was removed. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.